Manufacturer narrative:
All available information was investigated, and the reported dc handle retraction issue was not confirmed via returned device analysis. The reported leak could not be replicated in a testing environment. Additionally, the dc handle coupler was observed to be scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported leaking tcds and dc handle retraction issue were unable to be determined. The observed scratched dc handle is likely due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. One clip was inserted and successfully deployed. To further reduce tr, an xtw clip was inserted, and grasping was performed. However, tr did not reduce. Therefore, the physician decided to raise the gripper. At this moment, a sudden increase in bubbles was noticed as if the flush has been increased, which was not the case. The clip was then inverted, but the delivery catheter (dc) handle was unable to retract, resulting in the clip remaining the right ventricle (rv). There were no signs the clip was caught on the anatomy. Therefore, a second grasping attempt was made, and the clip was able to be deployed. The clip was noted to be stable and one additional clip was implanted, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.